Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) study. It was reported a transient ischemic attack (tia) occurred. In (B)(6) 2012, a left atrial appendage (laa) closure procedure was performed. A 24mm watchman ® laa closure device was successfully implanted. In (B)(6) 2017, the patient was admitted to the emergency room (ER). The patient reported that he was outside working in the yard when he felt a sudden onset of expressive aphasia, off-balance, and dizziness that lasted 5 minutes. The patient denied room spinning feeling, dyspnea, chest pain or weakness in extremities. The patient stated the symptoms were completely resolved upon arrival to the ER. He reported that he has a history of cerebrovascular accidents (cva). The patient was taking eliquis and reported daily episodes the past 5 days of decreased visual fields and decreased balance with sudden bright light where each episode lasts one minute with complete resolution. After a neurological consult, it was determined that the symptoms were indicative of a tia as a result of sub therapeutic inr in chronic a fib, rather than stroke so an MRI was not done. The subject was continued on 81mg of asa and was started on xarelto 20 mg.